Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) and a se 2367 alarm, during dwell, on the home choice (hc). The home patient (hp) stated that the supply bag had disconnected from the line. The hp cycled the power and the hc alarmed a se 2367. The technical service representative reviewed proper procedures with the hp. The hp states that they would finish therapy with manual supplies. There was patient involvement, however, no patient injury nor medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was reported to have been discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient stated the supply bag disconnected from the line. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.